Event description:
It was reported the colonovideoscope presented an abnormal image. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 communication error. Based on the results of the investigation, the most probable cause of the reportable malfunctions are traced to expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.